Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip on her right side. Since the surgical implantation of the asr system, patient has experienced pain and discomfort in her right hip. As a result, on or about (B)(6) 2010, patient underwent a revision surgery to replace asr system. **update** (B)(4) 2012 - plaintiff fact sheet was received. The product/lot was identified. **update** (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip on her right side. Since the surgical implantation of the asr system, patient has experienced pain and discomfort in her right hip. As a result, on or about (B)(6) 2010, patient underwent a revision surgery to replace asr system. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - plaintiff fact sheet was received. The product/lot was identified.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.